Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in february 2011, the patient underwent posterior l2-s1 fusion using rhbmp-2/acs. At an unknown time post-op, the patient developed numbness, tingling, pain, and sexual dysfunction. Reportedly, overgrowth of bone was noted in his x-ray studies. The patient had MRI, CT, and x-rays performed. The patient received a pain pump. The patient is seeing another surgeon because the bone growth is still growing. Has reportedly been told he will need additional surgery to break his spine and re-fuse. In 2014 the patient underwent bilateral s1 joint fusion.